Event description:
It was reported that a spectrum pump experienced "door issues with sensors". Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed to reported symptom of door issues with sensors through the history log, but could not reproduce it. Evaluation found the door able to latch close with a loaded IV set, however the force required to secure door is above expected levels, corresponding with the reported symptom. The door hooks and latch pins were reworked to correct this condition.